Event description:
It was reported that during post-implant check in-clinic, the right ventricular (rv) lead exhibited loss of capture at high output. Chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.